Event description:
The pt was placed in lab#1 for a cardiac catheterization. An equipment failed during the procedure and the pt was transferred to lab#2 to be completed due to equipment malfunction. No adverse outcome to pt, discharged in 2006 with instructions and prescription. Ge was notified of the incident and the equipment was fixed and is working.